Manufacturer narrative:
Continuation of medical devices: product ID neu_unknown_lead, product type lead. Product ID neu_unknown_lead, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, product ID: neu_unknown_lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that they put a tens unit in years ago and it never worked. The patient reported that the healthcare provider (hcp) put the wires in wrong two times. The patient reported that the first time he only hooked up one lead and it was supposed to be two leads connected. The patient reported that a manufacturer¿s representative (rep) he met all over at the hospital and hcp¿s office, she finally said the hcp put the wires in wrong again. The patient reported that the first time they changed it within 40 days. The patient reported that he went back they changed it and stayed overnight. The patient reported that when the lady came in to see him and asking how he was feeling, he said he didn¿t feel anything different. The patient reported that she told him right off they put it in wrong. The patient reported that they gave it another 30 days. The patient reported that he met her at the hospital a couple of time and met her at the hcp¿s office. The patient reported that when it didn¿t work, they took it out but left one lead behind. The patient reported no relief. The patient reported that this was over 10 years ago now. No further complications were reported.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead; product ID: neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Note: the message received was a voice message and parts seemed to cut in and out. Additional information received from the consumer. It was reported that the patient received two letters from the manufacturer and they "couldn't add to it because it never had anything to do with their bowels". The stimulator that didn't work was in their back and "wasn't put in right" but it had "nothing to do with the one they just had put in". They noted that it did work and they "planned on having it for surgery on (B)(6)". No further complications reported.